Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available. K013227.

Event description:
It was reported that during the implant placement the mount fractured inside the implant. Inflammation and edema were reported as a result of the event. No other implant was placed on the same procedure. Patient would have to return to place a new implant.

Manufacturer narrative:
Zimmerbiomet complaint number cmp- (B)(4). Zimmerbiomet complaint number cmp- the following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. Visual inspection via naked eye and camera magnification of the product identified the screw portion of the mount within the implant. Damage observed on the implant likely caused during removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event.pre-existing conditions noted on the complaint: smoker. Bone density type is unknown. The reported device was intended for tooth site 36 (fdi) when the event occurred. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9 ¿ 10/19) information identified: contraindications & precautions instructions for use for zimmer dental implant systems (4894 rev. 6 ¿ 08/19) information identified: 'precautions' 'breakage' 'warning' per the IFU, it is stated that improper techniques, severe bruxism, clenching and overloading, may cause component fracture. DHR review: DHR review was completed for the subject lot numbers (1251336). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1251336) for similar event (complaint category keywords: fracture implant) and revealed no existing non-conformances /CAPA /hhe/d/ie/product holds for the reported product. Complaint history review could not be performed for the unknown zimmer screw or abutment since the item/lot numbers were not available. Post market trend review: july post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture mount screw) and devices (tsvwb11). Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.